Event description:
It was reported that the customer experienced a blank display with his insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. Explained possible causes of the blank display. The customer stated that he was calling back after having already received a new battery cap. The customer declined a replacement insulin pump and wanted to test a new replacement battery cap instead. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.